Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter gave the patient a urinary tract infection and caused severe dryness and irritation. Representative advised to document the occurrence, reviewed account and patient had been using for more than two years with no other occurrence. Representative advised it was not sure what caused the problems as it could be many things not just the purewick related. Patient was not using per doctors order. Patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per customer via phone on (B)(6) 2022, it was stated that the patient got a rash from using the catheters and the doctor instructed the patient to stop using the catheters until the rash was gone. Customer used an unknown cream. They were not sure if they would use the purewick in the future.

Event description:
It was reported that the purewick female external catheter gave the patient a urinary tract infection and caused severe dryness and irritation. Representative advised to document the occurrence, reviewed account and patient had been using for more than two years with no other occurrence. Representative advised it was not sure what caused the problems as it could be many things not just the purewick related. Patient was not using per doctors order. Patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per customer via phone on 23feb2022, it was stated that the patient got a rash from using the catheters and the doctor instructed the patient to stop using the catheters until the rash was gone. Customer used an unknown cream. They were not sure if they would use the purewick in the future.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.